Event description:
The reporter indicated that the pt expired. The pt reportedly had a seizure which resulted in cardiac arrest. It was further reported that the pt slept on a special mattress for apnea monitoring which alarms when an apnea event occurs. The alarm went off and pt's family member checked the pt and found pt in cardiac arrest; the pt later became brain dead. It was also reported that the family member attempted to swipe the generator with the magnet during the event. The reporter indicated that it is believed that an autopsy was not performed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence that the vns devices or therapy caused or contributed to the pt's death.